Event description:
Per oracle ro: (B)(4) giving several errors pointing to replacing the mainboard.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed an occurrence of a "primary audible alarm post" alarm. Functional testing was unable to duplicate the alarm. The interconnect printed circuit board, main board and speaker were carefully inspected and no physical or other damage were found. Preventive maintenance was performed. Based on the investigation, the complaint allegation was not confirmed. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.